Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would intermittently freeze up; the field engineer noted the power supply was low. There is no reports of death or serious injury associated with this complaint.